Event description:
As reported by ew field clinical specialist, approximately 1 year and 3 months post tavr, of a 26mm sapien 3 ultra valve in the aortic position at a different hospital. The patient received a 2nd valve due to moderate paravalvular leak. During implant of the 26mm sapien 3 valve, the valve landed too low, and a decision was made to implant a 3rd valve. The valve landed 100/0 and the patient was left with moderate pvl. There was no further intervention performed. The patient was stable.

Manufacturer narrative:
Thv/tvt registry: the valve will not be returned as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the pvl was noted approximately 1 year and 3 months post procedure and is likely related to the mechanism described above. There was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the valve remains implanted in the patient.